Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, chest x-ray noted that the right atrial (ra) lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.